Event description:
It was reported that the patient was not getting pain relief. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were not returned as they were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7075366, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7075440, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318, batch/lot number: 28009763, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).